Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer over-calculated with a correction bolus which caused the blood glucose (bg) to drop to 30 mg/dl. The customer resolved the issue by consuming food.